Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 it was reported that the patient had new areas of pain. It was unknown if the symptoms were related to the device/therapy or if the patient was still using the therapy; it was noted that patient may not have seen a pain management healthcare professional since 2000 and the patient had just showed up in neurology. No further complications were reported/anticipated. On 2018-03-08 additional information was received from a manufacturer's representative (rep). The cause of the new pain was not determined. The actions taken were x-rays and CT scans. No other information was known. No further complications were reported or anticipated. On 2018-apr-30 additional information was received from a patient via manufacturer rep. It was reported that patient admits has difficulty keeping up with actual times of falls, etc. Patient sustained work related injury mid 1990¿s. The current devices were implanted in 2000. Patient never returned to the pain management physician. Worked well until about 5 months ago and patient began getting intermittent stimulation. Has had weakness in l leg and r leg starting to become weak. When stepping forward on r leg. About 3 months ago, r leg collapsed resulting in a fall and scs hasn¿t worked since that time. On the day of the report, troubleshooting included multiple changes to electrode settings and increasing amplitude to determine if patient felt paresthesia. None of any setting changes worked. Physician was to discuss cat scan results which indicate increased spinal stenosis which is likely cause of pain and weakness. Plan is to get plane film thoracic region for current lead placement and likely perform decompressive laminectomy and remove the current receiver in order to allow for possible MRI studies in future. Plan also included replacing scs at a later time, should the patient need it. On 2018-may-07, rep reported that all the information provided was all the update info. The cause of all the issues are unknown, however, progression of the stenosis is the likely cause. If the laminectomy works, there might not be a replacement at all. No dates have been set for any appointments, surgeries etc. Patient has not been heard from since. Hcp will have no further information therefore he should not be contacted. If any further information will become available, rep will submit a follow up report. No further complications were reported/anticipated.